Manufacturer narrative:
Product complaint (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned product determined that it received a winding former with one paper cover, and one needle, one suture pertain to the product code vcp1359h. The suture was examined and the end was damaged, however, the insertion end of the suture was not returned. Upon visual inspection of the detached needle, the swage area and hole of the needle were as expected and noted with marks by a surgical instrument, and the hole was observed without suture remnant. The tip was damaged and the curvature distorted from the original form these conditions caused by excess force used by end user. Additionally, photos were provided and they showed a suture piece with a winding former and a paper cover. No conclusion could be reached out what caused the needle suture pull off, as the insertion part of the suture was not returned for analysis. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. During passage through tissue "d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.